Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/27/2020. H3 evaluation: an empty opened box and unopened samples of were received for analysis. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damages or suture breakages observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a trans free flap procedure on (B)(6) 2020 and the suture was used. When a doctor was about to anastomose vessel under a microscope, the suture split like a hair down the center of the strand. Another like suture with the same lot number was used to complete procedure successfully without delay. There were no patient consequences reported.